Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two leads, one a left ventricular (lv) lead and the other either a right ventricular (rv) or right atrial (ra) lead, were attempted but not implanted as lead parameters were not ideal. It was unknown if this was due to a product issue or patient anatomy. Alternate leads were placed to complete the procedure. No patient complications have been reported as a result of this event.